Event description:
Information received indicates the stretcher continues to roll after the brake pedal has been set.

Manufacturer narrative:
The technician replaced the four casters to repair the bed.